Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to products that are sold in the USA. The actual device was evaluated by the way of visual inspection. Results: the heater wire pin was bent, however, we do not know the cause. It is likely that the pin could have been bent when the user tried to connect the heater wire adapter to the breathing circuit. Conclusion: we verified that the heater wire pin was bent which deemed the breathing circuit inoperable. The cause for the bent pin is yet to be determined. We are aware of other complaints involving bent heater wire pins. The occurrence rate of this type of complaint is less than 0.001% for the last year. We will be monitoring such complaints and putting steps in place to reduce the frequency of such complaints as appropriate.

Event description:
A hospital in another country reported that when they checked the rt106 breathing circuit before use, they found that the heater wire pin of the inspiratory limb was bent. (The heated breathing circuit is inoperable if a heater wire pin is bent.)